Event description:
A report was received that the pt has experienced seizures and was put on medication. The seizures were determined to be non-epileptic, so the pt was taken off medication and was advised to leave the stimulation off. The pt recently turned the stimulation on and felt a seizure coming on so the pt turned the stimulation off again. The physician can't rule out the device as being the cause of the seizures. The physician referred the pt to see a neurosurgeon.